Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. Microscopic evaluation revealed dents on the head. Based on the pictures there is the possibility that the attachment was dropped. The bur end bearing outer race was stuck inside the head cavity. Both bearing retainers still looked good but both were found with debris and were dry. Microscopic evaluation revealed significant gear wear on head-tail assembly. Head assembly looked good. Debris and lack of lubrication was observed inside head and cap cavities. Corrosion and lack of lubrication was observed on all inner components. The lack of lubrication may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca attachment while in use. The reported complaint did not result in an injury or need for intervention.